Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was 290 mg/dl at the time of incident. Customer stated that there are cracks in the insulin pump. The customer stated that the insulin pump was exposed to moisture. Customer stated that the insulin pump was vibrating and had a blank screen but took battery out to let it dry but noticed a hairline crack. The insulin pump will be returned for analysis.